Manufacturer narrative:
Insulin pump received with blank display due to broken b-1 solder joint on interface board. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads. Insulin pump received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer stated that the issue was not resolved with a new battery change. Customer's blood glucose reading was 147 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.